Event description:
During surgery, the surgeon checked if the twin hook can go through the sideplate before implanting them to the pt, but it was found that the twin hook cannot be inserted at all to the sideplate since the hook was already slightly came out. The surgery was completed using another size of the twin hook. The sales rep. Was present at the surgery and confirmed that the surgeon had no problem with the surgical technique. There was no delay in the surgery. There was no adverse outcome to the pt or the user due to the event.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.